Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's active exhalation control module was replaced to address the issues. Evidence of water ingress was observed in the tubing connecting the active exhalation control module to the porting block. The tubing was cleaned to address the issue. The user manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."